Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, pink, itchy, irritated rash underneath the back therapy electrodes. The patient's physician recommended ending use, cleaning her back, and applying a cortisone cream to the affected area. It was reported that the patient's irritation improved after following the doctor's recommendations.